Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from posterior leaflet, was due to pre-existing patient anatomy with small atrium in conjunction with suboptimal transseptal height above the valve. The reported recurrent mr was a result of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a suboptimal transseptal puncture, and a small atrium. A steerable guide catheter (sgc) was inserted; it was observed the guide tip no longer rotated. It was noted two snaps were heard. Troubleshooting was performed; the stabilizer screw was opened, but the issue was unable to be resolved. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc. One xtw clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, post procedure, echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 3-4. Therefore, on the same day, an additional mitraclip procedure was performed. To stabilize the slda, an additional xtw clip was implanted, reducing mr to a grade of 1.